Manufacturer narrative:
One fast-cath¿ transseptal guiding introducer swartz¿ was received for investigation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Event description:
During a procedure, there was fluid leakage of the introducer. The device was replaced to resolve and there were no patient consequences.